Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 255 mg/dl. The customer stated that the up botton of the insulin pump was not working correctly.the troubleshooting was performed. The customer insulin pump need to be replaced . The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healhcare provider instruction.